Manufacturer narrative:
A review of complaints for the last 12 months demonstrated that there have been no known quality issues for lot 03859un19 for this issue. There are no trends for this lot number. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. The alinity operations manual provides the probable causes and corrective actions for falsely decreased result. The calcium assay package insert states for accurate results, plasma specimens should be free of platelets and other particulate matter. Based on the investigation no product deficiency was identified for the alinity c calcium reagent, lot 03859un19.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely depressed calcium result on one patient generated on the alinity c analyzer. The results provided were: on (B)(6) 2020 sid(B)(6) initial test generated aspiration error; second test = 1.10mmol/l / on (B)(6) 2020 = 2.09 / on a different analyzer = 2.24mmol/l. Due to the falsely elevated calcium result the patient was treated. The patient received 4 ampules of calcium gluconate (1g/10ml) via IV. A second patient stopped oral calcium. There was no reported adverse impact to patient management.